Event description:
Device displayed a message that the backup battery was not connected. No patient harm. Confirmed the problem, backup battery failed testing. Manufacturers field service engineer replaced the backup battery.